Event description:
Event description guidant received information that at an elective replacement of this patient's implantable cardioverter defibrillator (ICD), it was discovered that the rate sensing portion of the endotak c lead was fractured. The rate sensing portion was capped and a new rate sensing lead was implanted without issue.